Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The complaint of an e-13 error and overheating was confirmed. The ballast fan shut down after power up. Cause of overheating is a defective electronic component. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the light source had an e13 error code. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.